Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The technical support team assisted the customer in resetting the pump, after which the malfunction did not recur. They advised the customer to continue using the pump and to reach out again if the issue happened again. The customer agreed to this course of action.